Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that pacemaker detected high threshold measurements with loss of capture (loc) and oversensed noise resulting in pacing inhibition on the right ventricular (rv) lead. There was no evidence of asystole greater than two consecutive seconds in duration however patient was symptomatic. Surgical intervention was performed and the lead was capped and replaced without incident. The device was explanted due to being at elective replacement indicator (eri).